Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had too low pressure, failed occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found to function as designed with relation to "too low pressure", which was not reproduced. The device was found out of specification in relation to the reported "failed occlusion test" which was not reproduced during evaluation. The cause was determined to be the lower ultrasonic sensor fluid reading was out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted